Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) battery immediately runs out when unplugged.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) observed the failure on battery which was immediately shows low battery on display. Fse observed failure failed battery run time at 114 minutes. Fse installed new batteries (d146-00-0039). Unit passed all functional and safety tests per factory specifications, returned to customer.